Manufacturer narrative:
Patient weight is unknown. Additional product code: kwp. Device broke during insertion; device not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screw broke during a c2 to t2 posterior fusion procedure using the synapse system on (B)(6) 2016. While placing a c2 screw, the hexagonal tip poly driver stripped a 4.5 x 22 mm screw. The surgeon turned the poly driver to tighten the screw and he turned so hard, it popped the head off the shank. The head was retrieved and the shank was removed with a non-synthes screwdriver and replaced with a new screw. There were no fragments left in the patient. The surgery was successfully completed with a forty-five (45) second delay. The patient outcome was reported as fine. Concomitant devices reported: cross pinned hex screwdriver shaft (part 03.614.039, lot unknown, quantity 1), threaded holding sleeve for polyaxial screws (part 03.614.017, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history record review: manufacture site: (B)(4) - manufacture date: june 15, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The 22mm long 4.5mm ti cancellous polyaxial screw is utilized in the synapse system for posterior stabilization of the upper spine. The system allows for stabilization from the occiput to the lower spine utilizing polyaxial screws, clamps/hooks, and titanium rods. Specific instructions for screw insertion, including screwdriver construct assembly, are provided in the system technique guide. The returned implant was examined and the complaint condition was confirmed as the polyaxial head of the screw was returned detached from the screw body. Minor wear was noted on the screw head¿s plasma coating and on the drive recess, which is consistent with attempted implantation. No definitive root cause was able to be determined for the polyaxial head detachment; however, based on the complaint description, it is likely that surgical technique contributed to the device failure. The relevant drawings for the returned implant were reviewed (both from the time of manufacture and present revision): top-level and screw body. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned implant¿s lot number with no non-conformance reports or complaint-related issues identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.